Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented in-clinic for follow-up, non-sustained rv oversensing due to post-paced t-wave oversensing was observed. Patient was asymptomatic. Programming changes were made.

Event description:
New information received notes that patient condition was stable.